Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow up-report.

Event description:
It was reported that the device repeatedly turned off and back on again during normal use. The patient was ventilated manually. There was no injury reported.

Manufacturer narrative:
The description of the event, the returned valve air and the logfile provided a basis for the investigation. Both the logfile and the function and condition of the valve air were analyzed. Although the valve was found functional the reported malfunction could be reproduced as the ball inside the valve was found sporadically sticky. The root cause for the stickiness was traced back to an adhesive layer that was found on the ball. The origin of that substance was not determined. However it can be excluded that the substance comes from out of the device or is a production residue. In case of a sticky valve ball the power consumption increases, the supply voltage fails and a high flow may be delivered. Potential surplus gas will be released to ambient. The internal monitoring identifies the deviation, triggers warmstarts accompanied by corresponding alarms. During a warmstart the safety valve opens allowing the patient for spontaneous breathing. A warmstart may take 8 seconds and afterwards ventilation will be continued with the former settings. The ventilator reacted on a malfunction of the valve air as specified. Warmstarts were triggered accompanied by the corresponding alarms. The field failure rate is assessed as acceptable by the responsible project group.

Event description:
Please see initial report.